Event description:
During a treatment, the table tilt drive moved from the 0 degree-position to the trendelenburg position automatically without operation from either the unit console, hand-held control or the infrared foot switch.